Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an incomplete bolus alert that was frozen on the pump screen and the touchscreen was unresponsive and not functional. There was no reported adverse impact to the customer's blood glucose level. Reportedly, alternate insulin therapy would be obtained from health care provider.